Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s implant was explanted due to infection. The rep noted a surgery scheduler notified them when they informed them of the explant date. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported there was only one lead involved in the incident. No further information reported.